Event description:
A 45-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient experienced back pain while standing and lying down, which was subsequently diagnosed as a lumbar herniated disc requiring surgical intervention. On (B)(6) 2025, a report was received from the prescribing physician stating that a relationship between optune gio therapy and the patient's back pain was suspected. The patient reported that, although they had a pre-existing herniated disc, the severity of the back pain improved following discontinuation of optune gio therapy. The patient permanently discontinued optune gio therapy on (B)(6) 2025.

Manufacturer narrative:
Novocure medical opinion is that the weight of carrying the device may have contributed to the back pain. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm).